Event description:
5 instances where max zero connector disconnected from the extension set resulting in blood leaking out of the tubing. 2 events on 5th surgical nursing floor 2 events on progressive care 8th floor 1 event on step down unit 7th floor. 2 patients blood and medication loss 1 patient was receiving blood when the end disconnected 1 patient¿s blood was on them, in over half the hallway and at other patients¿ doorways 1 patient approximately 75-100ml blood was lost. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Blood loss as indicated in my previous message.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.